Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and stretched, and tissue was present around the entwined helix. The helix mechanism test itself passed. However, the helix could no longer be fully retracted into the housing as it was stretched. There was a cut noted in the insulation through to the distal hv lumen. Blood and body fluid was noted in the distal hv lumen due to the cut. The poly insulation sleeve was bunched in a few places. The drug collar was torn in a few places and a piece was missing - possibly damaged by an extracting type tool. The allegation could not be confirmed by analysis performed. The lead passed continuity testing.

Event description:
It was reported during a routine follow-up, the device was showing a high pacing threshold value. Therefore, the device was explanted and exchanged to a different lead of the same model. No further complications were reported, and there were no adverse patient effects.

Manufacturer narrative:
The device has been received back from the field and the investigation is currently in progress. This report will be updated upon completion of analysis.

Event description:
It was reported during a routine follow-up, the device was showing a high pacing threshold value. Therefore, the device was explanted and exchanged to a different lead of the same model. No further complications were reported, and there were no adverse patient effects.